Event description:
Information received indicates the head section is drifting down after being raised.

Manufacturer narrative:
The technician removed the head drive, degreased and reinstalled the drive to repair the bed.